Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney".

Event description:
Litigation papers allege that after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. As a result the patient has experienced severe pain and discomfort and inflammation in his right thigh and groin. Additionally the patient will also be required to monitor the levels of cobalt and chromium in his blood, and will likely suffer the effects of metallosis throughout his life. Update: although litigation reported this as metal on metal, product information indicates the patient had poly on metal. Update ppf has no new allegation. Doi: (B)(6) 2004 - dor: none reported (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: h6. Investigation summary : the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Investigational inputs were requested as indicated per internal procedures for this failure mode, medical records were provided to depuy.  Medical record review. Kc (B)(6) 2014. The patient is described as a 70 year old male who is 5'7", 175# with a bmi of 27.4. The pfs was received and reviewed. The pfs indicates the patient had a surgery for initial implantation on (B)(6) 2004 and another surgery noted as a revision on (B)(6) 2004. The patient alleges pain and immobility. The implant summary record dated (B)(6) 2004 was received and reviewed. The operative procedure noted at the top states revision of left total hip. There is a protrusio cage noted and numerous roof pile screws. The articulation is not metal on metal but, is metal on polyethylene. There are no medical records available to review. The patients medical history is also not available for review. From a medical perspective, based on the information, it is unlikely the complaint is product related. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution.   The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon.  From the event information received, it was not possible to determine the relationship of the device to the reported event.  No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null.